Event description:
It was reported to philips that the system displayed the message x-ray tube overheated during a procedure, causing a delay. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after a delay of 30 minutes. Philips was unable to confirm the allegation regarding the message x-ray tube overheated during a procedure which was displayed on the system as the customer did not ask for philips service. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.